Manufacturer narrative:
A2 - age at time of event: 18 years or older. D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the forearm. A 4.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.